Event description:
On 10/3/96 a donor had experienced an acd reaction during a donation due to the acd pump tubing rolling off from the acd pump. The apheresis supervisor stated that there was an inlet line alarm during the procedure and the nurse had adjusted the whole blood rate to 50. The nurse did not adjust the acd ratio which was running at 11:1. The donor complained of visual disturbances, numbness and tingling of the lips and chest tightness. The procedure was immediately discontinued, saline was administered, tums was given orally with milk. The nurse noticed that the acd tubing had rolled off the acd pump and the acd free-flowed for approx 32 minutes. The donor received 400-500 mls of acd in this time period. The donor was kept for observation for one hour and released in good condition.